Event description:
The customer contacted abbott to report discrepant architect hepatitis b surface antigen results were generated between plasma and serum samples from the same patients. The customer stated the initial results were reactive for the plasma samples and non-reactive for the serum samples. When the samples were retested in duplicate, the results continued to be reactive for plasma samples and non-reactive for serum samples. The customer stated the lot of architect reaction vessels in use was lot 69439p100. Additionally, the customer stated architect i2000sr error codes 1006 (unable to process test, background read failure) and 1007 (unable to process test, activated read failure) were generated during the processing of the plasma and serum samples. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that, "while advancing the threaded tip, it broke off."